Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation at the ipg site when stimulation is turned on. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported event of uncomfortable stimulation was not confirmed. The return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.